Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller having inaudible alarms was not confirmed. The system controller (serial number (B)(6) was not returned for analysis. The provided log file was reviewed; however, it contained no atypical events related to the controller. Questions regarding the controller were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, section 2 ¿how your heart pump works¿) instructs users that the pump will stop if the driveline is disconnected. Reconnect the driveline as soon as possible to resume pump operation. The heartmate 3 patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve all alarms that sound from their controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (rev. C, section 8 ¿handling emergencies¿) instructs users on what steps to take in the case of emergencies, including situations where the pump has stopped. The heartmate 3 patient handbook (rev. C, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR :2916596-2021-01312. It was reported that the patient's log files were sent for review. Upon review of the log files, technical services noted pump stop caused by driveline disconnects that occurred at 4:16:28 and was reconnected at 4:16:38. There were no other unusual events within the log file. The site reported that the patient nor the hospital staff heard the alarm. The patient was in the emergency department at the time. Technical services was not sure why the alarm did not sound but recommended the controller be exchanged.